Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a aq2015a silicone aspheric three piece lens in the pt's left eye on (B)(6) 2010. Lens was removed due to a power miss. Lens was removed with no widen incision and no suture required.